Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit fails battery run time test.

Manufacturer narrative:
A getinge field service engineer (fse) reported that battery fails runtime test, unit failed after 61 minutes. No faults present in logs. Replaced batteries (d146-00-0039) and completed pm including all functional and safety tests as per manufacturer specifications. The unit was returned to customer.

Event description:
N/a.